Event description:
It was reported to nova biomedical via email from the spouse of the consumer that the consumer was brought to the emergency room because she was dizzy over the weekend. According to the information provided in the email; the consumer's spouse reported that, "I used my meter getting a result of 303, 'bp' was 196 and I did blood 3 more times in the 300 area, brought in a 'reg nurse' she used my meter, she left to find insulin and came and checked my meter with unknown brand of control solution and it read 295, she said, 'my strips were not good.' She tried her personal unknown brand of meter getting a result of 103." The email did not provide the following: information regarding dates of reported events; time line of any blood glucose results and the serial lot numbers of glucose meter, control solution or dates if hospitalization. This being reported as an adverse event under the FDA medwatch regulation.

Manufacturer narrative:
Related MDR: 3004193489-2014-00093. Test strip lot #1020213354, expiration date: 12/2015, control solution lot# none. Nova max strip insert - quality control checking the system control solution test. The nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.